Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 99 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change. The reservoir will not be returned for analysis.